Event description:
Nurse initiating IV catheter in pt's right forearm. IV initiation was unsuccessful. Nurse was extracting nylon catheter from pt's arm (catheter did not come out intact). Dr (B)(6) informed retained catheter removed without difficulty by dr.